Event description:
It was reported that the lead migrated as confirmed through x-ray and high impedances were also noted. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.